Manufacturer narrative:
Product complaint # (B)(4). Investigation summary no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot a search of the depuy nonconformance (nc) quality system found no nc¿s associated with this product/lot combination. Based on the inability to find any nc¿s against the provided product code/lot code combination, it is reasonable to conclude that there are no anomalies with regard to manufacturing or inspection contained in the device history records that would contribute to the reported event.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Clinical adverse event received for knee instability event is possibly related to both device and procedure. Date of implantation: (B)(6) 2020, date of event (onset): (B)(6) 2021, (right knee). Treatment: physical therapy, with possible consideration for revision in the future.

Event description:
Additional information received indicated that the patient presented with feeing of giving out and tapping in the knees during clinic post-op visit. In physical examination, the right knee demonstrated 2mm of varus and valgus laxity, which suggested global instability. Plan was for physical therapy on both knees, and to have the patient return to be seen by attending physician, and discuss possible right knee revision to increase thickness of the tibial insert.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.